Event description:
During an acl reconstruction, the tip of the passing pin sheared off and approximately 4cm of the pin was left inside the femur. There were also metal shavings in the pt's knee which were collected in gauze. The surgeon used a back up device to complete the procedure. It is unknown how long of a delay was experienced.

Manufacturer narrative:
Device has not been returned for eval.